Manufacturer narrative:
Investigation summary: customer returned photos of a 1/2cc, 8mm, 30g syringe with the poly bag from lot # 8186590. Customer states that when the shield was removed, the needle hub remained in the shield. The photos were examined and exhibited the syringe with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8186590. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 10jul2019, holdrege received photos of a 0.5ml 8mm, 30ga syringe with the open polybag from material 326668, batch 8186590. Visual inspection of the photos found the needle assembly to be detached from the barrel. There was no evidence of damage to the barrel tip or needle assembly, but without the physical sample, it cannot be determined conclusively. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. This batch was produced before acr19-04-007 and scr19-04-003 which addressed this issue by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies."

Event description:
It was reported that the needle hub had separated from the syringe 0.5ml 30ga 8mm 7bag 420cas jp and remained inside the shield when removing it before use. The following information was provided by the initial reporter, translated from japanese to english: "when removed the shield, needle hub remained in the shield."

Manufacturer narrative:
Correction: the lot number has been updated. The following information has been corrected: medical device lot#: 8186590. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-05.

Event description:
It was reported that the needle hub had separated from the syringe 0.5ml 30ga 8mm 7bag 420cas jp and remained inside the shield when removing it before use. The following information was provided by the initial reporter, translated from japanese to english: "when removed the shield, needle hub remained in the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle hub had separated from the syringe 0.5 ml 30ga 8 mm 7bag 420cas (B)(4) and remained inside the shield when removing it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removed the shield, needle hub remained in the shield."